Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial therapies was explanted for premature depletion. The device was implanted 3.3 years. It was successfully replaced.